Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient had a syncopal event and fell and bumped their head. Upon review of device data, it was confirmed that there were stored episodes which show minute ventilation (mv) artifact that was oversensed, in the right atrial (ra) lead channel. The patient is not ra pacing dependent. The events were stored on the same day as the syncopal event; however, the mv artifact was not causing an effect on right ventricular (rv) lead pacing or pacing inhibition. Additionally, the time of the event did not correlate with the time of the syncopal event. Nor were there any high rate ventricular events. Lead trends show a spike in atrial pacing impedance, from about the 500-600 ohm range to about the 1000-1100 ohm range. There were also several jumps in the rv impedance from the 400-500 ohms range to about the 800's ohm range. These measurements are still within normal limits. Isometrics and pocket manipulation on both leads did not reproduce any noise. However some make/break noise was observed on the ra that fell into blanking. The physician believed the mv oversensing was the cause to the syncopal event. The mv feature was programmed off and the patient will be monitored closely. No adverse patient effects were reported.